Event description:
It was reported that during an arthroscopy, the tip of the biosure broke during employment. The procedure was completed with a s+n back up device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).

Event description:
It was reported that during an arthroscopy, the tip of the biosure broke during employment. The procedure was completed with a s+n back up device. There was no surgical delay and no further complications were reported. All the pieces were removed from the patient, the surgeon picked up by surgical instrument. Bone quality was good. The back up device was used in the original bone hole, no voids were left in the patient. The instrument used to prepare the insertion site was a: 7x30 smith and nephew. The insertion site was cleared of all debris. Patient status is stable. The surgeon was not ultimately satisfied with the surgical outcome.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The distal tip of the device is fractured away and the threads are deformed on the distal third of the device. There is biological debris on the returned device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer specification found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time. H11: corrected information in a1 (should be read in blank) and h6 (health effect - impact code).